Event description:
A malfunction was reported on the pump, identified by error code malf 6, which did not result in blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, leading to the resolution of the issue without any recurrence. The customer was advised to monitor the pump and contact support if the malfunction reappeared, and they acknowledged the instructions.